Event description:
It was reported that an unspecified quantity of novum syringe pumps were experiencing false occlusion alarms. This issue was described as, ¿high volume of occlusion alerts¿. It was not reported if a patient was connected for therapy at time of these issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.